Event description:
An ambulance crew was transporting a pt with chest pain. It was reported that a 12 lead ECG analysis was performed, and on the second one, the device went blank, displaying "service required" across the screen and the service light came on. At this time the pt was delivered to the hospital. There was no compromise to pt care and no adverse event as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was confirmed during functional and performance testing. The system/memory pcb assembly was replaced as a precautionary measure and the device was returned to the customer. Physio-control further evaluated the removed assembly. Proper operation was confirmed during functional and performance testing. The reported issue was not duplicated. The cause of the reported issue was not determined.